Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Battery depletion indicated as time of elective replacement indicator occurred on (B)(6) 2012. The save to disk shows battery voltage was 2.6 volts, battery impedance approximately 3740 ohms.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) in three years and nine months with high outputs programmed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.